Event description:
Medtronic received information that prior to use of this 31mm mitral bioprosthetic valve, it was replaced with a 31mm mitral bioprosthetic valve of the same model. The reason for the replacement was reported as the suture on the cinch mechanism broke. The valve was never sutured. The health care professional (hcp) stated that "the mechanism ruptured as it was being delivered to me with the valve completely separating from its holder." It was also noted the cinch mechanism was not inspected prior to use, and the cinch mechanism was not overtightened. There was no patient involvement.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve holder was received detached from the valve. The valve holder appeared intact; there was no evidence of damage on the valve holder. A model 7639 valve handle was rotated clockwise into the threaded opening of the holder; no anomalies were noted. The rotor was removed from the holder for further observation. The sutures around the rotor were curled suggestive of sutures wound during cinching of the valve. Under magnification, all tips of the sutures were broken rather than cut. Necking or reduction in diameter is noted adjacent to the break. The break surface of these suture tips is consistent with historical events that indicate the valve holder was over-ratcheted. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.